Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed lesion was located in the iliac artery. An unknown 0.035 inch guide wire was inserted and then the wanda 10.0-20, 80 balloon was inserted. On the first inflation to nominal pressure, the balloon ruptured. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: as the unit has not been returned, the complaint investigation site could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)